Manufacturer narrative:
(B)(4). The device was received and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown. A system error 2084 was found during a review of the event history log. A service history review was performed and did not reveal any issues that caused the reported problem. The external and internal visual inspection revealed no problems. The device was tested and passed both the return instrument test / evaluation (rite) functional test and rite electrical test. A door sensor test was performed and passed. Pneumatic system testing was performed and all pressures were correct and stable. The device completed a short simulated therapy without encountering any problems. Upon conclusion of the evaluation, the cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error alarm occurred on a homechoice device during peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The power was cycled to clear the alarm and a swap of the device was initiated. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.